Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring up to 600 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management; the patient reportedly bolused insulin to bring blood glucose level back down. The reporter alleged the pump experienced an intermittent power issue; the yellow o-ring on the battery cap was visible and the cap was not able to be tightened properly, the battery compartment was reported to be cracked. The reporter denied moisture in the pump. The reporter stated the battery cap had been replaced one-to-three months prior to the event. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power issue with a cracked battery compartment and a battery cap that cannot secure to the pump properly.